Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d8,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusion), h11 the salesperson spoke to the customer on the phone, and the machine was restarted. No action taken from a service perspective.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that at power-on, the cs300 intra-aortic balloon pump (iabp) unit was ringing continuously. There was no patient involvement reported.